Event description:
It was reported that a user experienced high glucose with a peak continuous glucose monitor reading of 326 mg/dl while using the ilet with an inset 23" infusion set on the abdomen and a dexcom g7; the user allowed insulin to run out on the pump and did not respond to alerts, and no fingerstick confirmation was performed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.